Manufacturer narrative:
The device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 16873). The aware date should be (B)(6) 2021. Correction to a1 - patient identifier added. Correction to g2 - report source: foreign (japan) added. Correction to h6 - medical device problem code updated to better reflect reported event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over 8 years since the device was manufactured. A definitive root cause for the reported event was not established. Stress from repeated use and mishandling of the device of the device were identified as potential root causes. Olympus will continue to monitor field performance for this device.